Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem. Patient was brought into clinic. Programming changes were made on the device. No patient consequences.